Event description:
The customer reported the cap piercer leaked fluid inside the instrument each time it pierced a capped tube involving the synchron lx20 pro system. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered fragments of debris occluding and obstructing the waste valve. The fse cleared the debris and resolved the issue. The unit conformed to the manufacturer's published performance specifications. (B)(4).